Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a female pt, (B)(6), who used super poligrip (formulation unk) as a denture adhesive. A physician or other healthcare professional has not verified this report. Approx 5.5 yrs prior to reporting, the pt received dentures and began using super poligrip on an unk date. An unk time later, the pt was diagnosed with "neuropathy attributed to excess zinc and resulting copper depletion attributable to super poligrip." According to the claim, the pt "now suffers from profound and permanent neurological and other injuries attributable to her super poligrip use", which made it unable for her to perform her normal, customary, and daily activities. This case was assessed as medically serious by gsk. Super poligrip was discontinued in (B)(6) 2008. At the time of reporting, the events were unresolved. The MFR's report number for this case is 9681138-2009-00147. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).